Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, there was stent embolization, thrombosis, and death. The lesion was located in the left anterior descending (lad). A maverick 2.5x20mm balloon and a 2.0xunknown mm balloon were used to predilate the lesion, and the physician attempted to deliver a 2.75x24mm taxus express2 stent. When the physician attempted to pass through the left main (lm), the stent sheared off, due to calcification. The physician reinserted the catheter through the stent and partially deployed the stent in the distal lm/ostial lad, and was unable to get another stent of unknown size to pass through the deployed stent. The patient also experienced thrombosis on an unknown date. Angioplasty was performed and the patient experienced bleeding. The patient later died on an unspecified date. Further information has been requested from the user facility, but as of this date, there has been no response.